Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. The lot number could not be obtained, so a lot history record review could not be performed. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro 2 metal part started to separate from the jaws. The reported unit was used to complete the procedure. The hospital did not report any pt effects. The product is not returning.